Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7611096 and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 425cc saline prosthesis and experienced left sided deflation. The patient had prosthesis replacement on (B)(6) 2018 in order to increase the size of her current implants, and on that same date it was noted that the left replacement had deflated intraoperatively. The deflated prosthesis was replaced the next day on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 3/8/2019. The lot number of the impacted product is 7604035, and the serial number is (B)(4). Section d4 has been updated. A device history record review is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab received the device for evaluation on 3/8/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: it was reported that a 48-year-old patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 425cc saline prosthesis and experienced left sided deflation. A manufacturing record evaluation was performed for the finished device 7604035 number, and no non-conformances related to the reported complaint condition were identified. Upon receipt by mentor the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rupture measuring approximately 0.04 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).